Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery, and is a tissue reaction to the surgical manipulation, and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported "1+" diffuse lamellar keratitis (dlk) observed inferiorly in the peripheral flap interface of the left eye one day post lasik procedure. Patient has no complaints. Reporter indicated the topical steroid dosage was increased, and upon follow up visit has resolved.